Manufacturer narrative:
B5:updated g2: corrected to distributor and company rep. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor via manufacturing representative regarding a device used for unknown spinal therapy. It was reported that the liquid was found to be frozen. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the therapy involved is interventional.

Manufacturer narrative:
G2: country of origin is india. G2. Report source corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is india. G4 PMA/510(k)#: the reported product c05b is not marketed in us but a similar product with product ID: cx01a, UDI: 00643169097803 with 510(k)# k102397 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility regarding a device used for unknown spinal therapy. It was reported that the liquid was found to be frozen. There was no patient involvement reported. There were no further complications reported regarding the event.